Event description:
The field service representative called to report that the customer¿s maj-2112 connecting tube on the oer-elite was falling apart. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Device manufacture date: device manufacturer date: the device was manufactured in august 2012 based on the three-digit lot number. The specific date could not be determined with that information. The customer returned one used maj-2112 connecting tube, lot number 28a without the original package for evaluation. The user¿s complaint was confirmed. The cleaning tube was damaged and could not be connected to the connector of the cleaning tank. A visual inspection observed one side of the gray lock lever and clip from the reprocessor side green plastic connector were detached and missing. The missing metal clip and lock lever were both not returned for evaluation. The device history record was unable to be reviewed for this device since the manufacturing date was not known. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely the connecting tube could not be connected due to detachment of the lock lever by external stress. As for cause of the external stress, the user may have applied force toward the incorrect direction. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to detect the issue: "preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device. In addition, there were scratches noted on the tube outside, excessive scratches on the metal connector of the connecting tube device, and nicks on the plastic green connector. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.